Event description:
Customer reported iq200 did not turn on. The power failed and the unit smelled bad.

Manufacturer narrative:
It was reported iq200 did not turn on. The power failed and the unit smelled bad. Field service engineer found electronics burned. Replacement parts are ordered. There are no reports of injuries, visible flames, smoke emission, and the fire department was not called.